Event description:
The insulin pump was received without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power and an error test. However, the device alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.